Event description:
Routine complaint investigation when a consumer reported receiving a reading of 119mg/dl on their precision xtra blood glucose montior, the consumer reported symptoms of feeling 'sweaty and shaky' and had an episode that resulted in transport to the hosp and medical intervention. The hosp obtained a blood glucose value of 15mg/dl. The consumer was using incorrect blood glucose test strips that were not calibrated to their blood glucose monitor. Investigation identified the customer's blood glucose monitor was calibrated to test strips that expired in september of 2002.